Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no display ramping on its own anomaly. There insulin pump had no traces of moisture at the electronic or motor assemblies per visual inspection. The device passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The device was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 485 mg/dl. Customer treated themselves with a manual syringe. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the scroll bar did not move up or down without input. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.